Manufacturer narrative:
Called the hospital and spoke with the pathology department. Was told that the device was most likely discarded; therefore, the device is unavailable for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
It was reported that patient underwent a rotator cuff repair procedure utilizing a suture passer on (B)(6) 2010. During the procedure, the nitinol wire fractured inside the passer and would not push the suture. There was no delay to the procedure or injury to the patient as a result.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 469 mg/dl, 325 mg/dl, 499 mg/dl and 19 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 143.6 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic regurgitation and aortic stenosis.